Manufacturer narrative:
Internal complaint reference:(B)(4). Additional information: h3, h6, h8 and h11 (roi). H11: the associated device was returned and evaluated. The visual inspection revealed that the device presents with definite wear from use, the laser etchings are illegible. The handles/blocks extractor is fractured off the shaft, it and the femoral trials extractor head are heavily damaged, with scratches and gouges as well as severe deformation of the edges. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a tka surgery, the gii universal extractor broke while the ps box was preparing with the ian attached to the box chisel. The procedure was resumed, without any delay, using an equivalent s+n back-up device. Patient was not injured as consequence of this problem.